Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criterion medically significant), arthralgia ("wrist joint pain in the wrists during sports (dancing and abdominals)"), knee pain ("knee pain the day after sports and then almost every day") and headache ("headaches"). In 2018, the patient experienced premature menopause ("early menopause (B)(6) years old)") and skin odour abnormal ("strong body odour (sweat and urine) for the past 2 years"). On an unknown date, the patient experienced fatigue ("first, unexplained fatigue states"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation (vessels bursting in a thigh, on the calves)"), paraesthesia ("significant tingling in the calves which causes many sleep interruptions at night"), middle insomnia ("significant tingling in the calves which causes many sleep interruptions at night"), tachycardia ("tachycardia"), oedema ("oedema"), hot flush ("hot flushes with intense malaise"), malaise ("hot flushes with intense malaise"), dysgeusia ("metallic taste in the mouth"), pollakiuria ("frequent urination (10 times a day and once during the night)"), eczema ("eczema under the feet, on the palms of the hands and other patches on the body (near the armpits)"), skin wound ("bleeding palms"), coccydynia ("increasingly intense coccyx pain"), hypersensitivity ("electrical hypersensitivity"), oedema peripheral ("oedema on the hands after the MRI, (even bleeding palms)"), nasal dryness ("dry nose"), lower respiratory tract congestion ("congested bronchi") and intervertebral disc protrusion ("herniated disc l4 l5"). The patient was treated with morphine. Essure treatment was not changed. At the time of the report, the back pain, arthralgia, knee pain, headache, malaise, premature menopause, skin odour abnormal, dysgeusia, pollakiuria, nasal dryness and lower respiratory tract congestion had not resolved and the fatigue, limb discomfort, cardiovascular disorder, paraesthesia, middle insomnia, tachycardia, oedema, hot flush, eczema, skin wound, coccydynia, hypersensitivity, oedema peripheral and intervertebral disc protrusion outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, cardiovascular disorder, coccydynia, dysgeusia, eczema, fatigue, headache, hot flush, hypersensitivity, intervertebral disc protrusion, limb discomfort, lower respiratory tract congestion, malaise, middle insomnia, nasal dryness, oedema, oedema peripheral, paraesthesia, pollakiuria, premature menopause, skin odour abnormal, skin wound, tachycardia and knee pain with essure. The reporter commented: patient¿s current condition: she has stopped working on two occasions (including (B)(6): 1 month of taking morphine and two painkiller injections per day) but lumbar pain persists; unbearable pain in the knees and night-time tingling wake me up. Increasingly pervasive lumbar pain, lumbar sciatica manifesting with extreme intensity, she cannot get relief in any position; she has never felt such pain in her life. The fire-fighters took her to the emergency room. Eczema on the hands for 3 months, it worsens when she wash my hands in water, when she peel vegetables. Ongoing frequent urination, very annoying in everyday life with a loss of self-esteem. Strange malaise several times a day, dry nose, congested bronchi very often. It¿s been 2 years since she notified the doctors about her unexplained ailments but she wasn¿t insistent enough, she had x-rays and blood tests but nobody gave me answers about the cause. Personally, I was convinced that something abnormal was happening because she could no longer practice sport (4 years ago, she did 6 hours of sport and worked late at night; now she does 3 hours of sport but she is in pain the next day.) Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 09-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criterion medically significant), wrist pain ("wrist joint pain in the wrists during sports (dancing and abdominals)"), knee pain ("knee pain the day after sports and then almost every day") and headache ("headaches"). In 2018, the patient experienced premature menopause ("early menopause (49 years old)") and skin odour abnormal ("strong body odour (sweat and urine) for the past 2 years"). On an unknown date, the patient experienced fatigue ("first, unexplained fatigue states"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation (vessels bursting in a thigh, on the calves)"), paraesthesia lower limb ("significant tingling in the calves which causes many sleep interruptions at night"), middle insomnia ("significant tingling in the calves which causes many sleep interruptions at night"), tachycardia ("tachycardia"), oedema ("oedema"), hot flush ("hot flushes with intense malaise"), malaise ("hot flushes with intense malaise"), dysgeusia ("metallic taste in the mouth"), pollakiuria ("frequent urination (10 times a day and once during the night)"), eczema ("eczema under the feet, on the palms of the hands and other patches on the body (near the armpits)"), skin wound ("bleeding palms"), coccydynia ("increasingly intense coccyx pain"), electric shock sensation ("electrical hypersensitivity"), oedema peripheral ("oedema on the hands after the MRI, (even bleeding palms)"), nasal dryness ("dry nose"), lower respiratory tract congestion ("congested bronchi") and intervertebral disc protrusion ("herniated disc l4 l5"). The patient was treated with morphine. Essure treatment was not changed. At the time of the report, the back pain, wrist pain, knee pain, headache, malaise, premature menopause, skin odour abnormal, dysgeusia, pollakiuria, nasal dryness and lower respiratory tract congestion had not resolved and the fatigue, limb discomfort, cardiovascular disorder, paraesthesia lower limb, middle insomnia, tachycardia, oedema, hot flush, eczema, skin wound, coccydynia, electric shock sensation, oedema peripheral and intervertebral disc protrusion outcome was unknown. The reporter provided no causality assessment for back pain, cardiovascular disorder, coccydynia, dysgeusia, eczema, fatigue, headache, hot flush, intervertebral disc protrusion, limb discomfort, lower respiratory tract congestion, malaise, middle insomnia, nasal dryness, oedema, oedema peripheral, paraesthesia lower limb, pollakiuria, premature menopause, skin odour abnormal, skin wound, tachycardia, wrist pain, electric shock sensation and knee pain with essure. The reporter commented: patient¿s current condition: she has stopped working on two occasions (including january: 1 month of taking morphine and two painkiller injections per day) but lumbar pain persists; unbearable pain in the knees and night-time tingling wake me up. Increasingly pervasive lumbar pain, lumbar sciatica manifesting with extreme intensity, she cannot get relief in any position; she has never felt such pain in her life. The fire-fighters took her to the emergency room. Eczema on the hands for 3 months, it worsens when she wash my hands in water, when she peel vegetables. Ongoing frequent urination, very annoying in everyday life with a loss of self-esteem. Strange malaise several times a day, dry nose, congested bronchi very often. It¿s been 2 years since she notified the doctors about her unexplained ailments but she wasn¿t insistent enough, she had x-rays and blood tests but nobody gave me answers about the cause. Personally, I was convinced that something abnormal was happening because she could no longer practice sport (4 years ago, she did 6 hours of sport and worked late at night; now she does 3 hours of sport but she is in pain the next day.) Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.